Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. During drain 1 of 4 there was a notice draining slowly and two air detected in cassette warnings. The patient stopped treatment and found fluid in the pump module area of the cycler and on the external part of the cassette. In a follow up, the pd nurse said there was no harm to the patient in association with the fluid leak. The patient is using the same cycler. The cycler set has not been indicated as being available for return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. During drain 1 of 4 there was a notice draining slowly and two air detected in cassette warnings. The patient stopped treatment and found fluid in the pump module area of the cycler and on the external part of the cassette. In a follow up, the pd nurse said there was no harm to the patient in association with the fluid leak. The patient is using the same cycler. The cycler set has not been indicated as being available for return.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.